Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: anspach emax 2 plus burr motor could not lock burr in place. Method & results: -device evaluation and results: no device inspection could be completed as the product was not available for evaluation. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor could not lock burr in place failure of p/n: 110940, s/n: f39306998007. There have been no other similar events for the referenced serial number. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. H3 other text : device not returned

Event description:
Anspach could not lock burr in place. Case type: pka. Surgical delay: x 16-30 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Anspach could not lock burr in place. Case type: pka . Surgical delay: x 16-30 minutes.